Event description:
It was reported that a malfunction alarm occurred on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues arose again.